Event description:
A case report was received by a baxter (B)(6) account manager on (B)(6), 2010 from (B)(6) general hospital. Reportedly, on (B)(6), 2010 an aquarius (model number gef08200, serial number (B)(4)) was involved in a case of suspected fluid depletion. At the time of the problem the following purportedly occurred: an eight (B)(6) year-old patient was receiving treatment on the aquarius when the night staff came on and thought the patient was fluid depleted. They replaced fluids and when patient improved, they theorized the depletion was due to the aquarius removing too much fluid. They filled out an incident report, reported the incident to technical services, and also stated that they had not experienced any balance alarms (but believed that the patient had been over dialyzed). Technical services was instructed to provide a technical report including download of the treatment history. The history confirmed "quite a few balance alarms". There was no patient/user or other person's injury reported at time of report. (B)(4). Although the device alerted the user to the issue by appropriately alarming, this incident is considered reportable due to the report of patient intervention (fluid replacement).

Manufacturer narrative:
Evaluation performed in-situ. Device manufacture date will be provided upon receipt of the device history record (DHR) review provided by the manufacturer. This information was not yet received at the time of this report. A follow-up report will be submitted with the results of the DHR review. The device evaluation results reported from technical service indicate that no significant errors were found (also referred to as no fault found). The history file was copied, the device pressures were calibrated and the scales and pumps were checked. A broken blood pump door was discovered during the evaluation and the door was replaced. The functional safety tests and electrical safety tests were executed and confirmed as satisfactory. Although there was no patient injury, a product risk assessment was previously executed (pra0032) to address the failure of resolving balance alarms. A field safety notice was issued, warning users about the consequences of overriding balance alarms as it may result in serious patient injury or death. Furthermore, a design change has been initiated to implement total fluid loss management. This will stop treatment if the root cause for the fluid balance alarm is not resolved. All concerned customers have been informed of the risk of overriding the balance alarms without resolving the issue. For these devices, corrective/preventive actions include an instruction sheet and warning sticker placed on the device.